Manufacturer narrative:
Add'l info received 03/30/2011 in regards to pir (B)(4) (report number 9610847-2011-00011) indicates that a total of 10 patients experienced these symptoms. The MDR report numbers for these incidents are as follows: 9610847-2011-00011 (internal file number 61095), 9610847-2011-00013 (B)(4), 9610847-2011-00014 (B)(4), 9610847-2011-00015 (B)(4), 9610847-2011-00017 (B)(4), 9610847-2011-00018 (B)(4), 9610847-2011-00019 (B)(4), 9610847-2011-00020 (B)(4), 9610847-2011-00021 (B)(4). Results: the sample is not available for eval. Two possible lot numbers for this incident were provided: 9009638 and 9264425. An in-depth review of the device history records and sterilization records revealed no irregularities during the manufacture and sterilization of reported lot numbers 9009638 and 9264425. Conclusions: without a sample, we were unable to determine a root cause for the encountered problem. (B)(4). Date submitted: (B)(6) 2011.

Event description:
The prepping solution used on the insertion site was betadine, which had completely dried prior to venipuncture. Five percent glucose was being delivered through the catheter tubing. Appearance of a clinical abscess with redness and swelling, pain and fever was observed in the pt. The pt had no known allergies or sensitivities. Antibiotic therapy of rocephine and/or pyostacine was provided and the clinical abscess resolved within 3 to 4 hours.